Event description:
Pt reported elevated blood glucose (>600 mg/dl), which they self-tested by delivering insulin. Device troubleshooting indicated that device accessory (infusion set) was kinked, blocked, or defective.